Manufacturer narrative:
See MDR 1920664-2010-00114 for the intraocular lens used with this delivery device.

Event description:
The iol haptic kinked in the injector. When the lens was delivered, it caused a capsule tear and a vitrectomy was performed. The incision was enlarged and two sutures were required to close the wound.